Event description:
The physician reported that after cardioversion the subject device could not be interrogated and it was not recognized by the associated programmer. The device has been replaced.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that after cardioversion the subject device could not be interrogated and it was not recognized by the associated programmer. The device has been replaced.